Event description:
The customer reported the cot tipped during use as a result of user error. The patient was reported to have been injured as a result of this cot tip. The customer reported the patient sustained broken wrists and a minor brain bleed as a result of the event. The patient was treated with pain medication and was released from the hospital after three days.